Event description:
It was retorted that during a procedure the zimmer electric dermatome hand piece heated up and stopped working. It was reported that due to this issue, the procedure was delayed for approximately 2 hours and "for that the pt was put at risk as the procedure could proceed any further." It was further reported that the doctor had to cancel his following case due to this delay as well. Another device was obtained from another hospital to complete the procedure.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.